Event description:
It was reported to boston scientific corporation that a resolution clip was used for polyp in the colon during an endoscopic mucosal resection procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h11: investigation results the returned resolution clip was analyzed, and it was found that the clip assembly detached with full deployment. The device was returned without the outer sheath. No other problems with the device were noted. The reported event of clip would not release off the catheter could not be confirmed. Investigation found that the clip assembly detached and with full deployment. In addition, the device was returned without the outer sheath. Since the investigation results summary did not detect any problems related to the reported code, as the device fully deployed without any issues during functional testing. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for polyp in the colon during an endoscopic mucosal resection procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.